Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that before cataract surgery, during a pressure test, an ophthalmic system displayed the prompt: the flow is obstructed. Please check if the handpiece flows freely.the staff checked the ophthalmic phacoemulsification tip and found that it was not blocked. The footswitch was used to control the water flow normally, so the pressure was tested again. However, the prompt flow blocked, please check whether the handle flows freely still appeared. Even after replacing the ophthalmic handpiece, tip, and package, the prompt continued to appear multiple times. As suggested by the after-sales service of the phacoemulsification therapeutic instrument, the ophthalmic handpiece was flushed with a syringe, but the problem remained unresolved. The surgery was rescheduled, and with the help of the after-sales clinical team¿s suggestions, the system successfully passed the test after short circuit inspection. Additional information received that the surgery was completed and there was no patient harm.